Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and embedded device ('implants are deeply embedded in the soft tissue') in a 42-year-old female patient who had essure (batch no. 915887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation. Concurrent conditions included joint pain, uterine bleeding, nabothian cyst and bloating. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain female/soreness") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 1 year 2 months after insertion of essure. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems / multiple teeth issues (deteriorating)"). On (B)(6) 2013, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition type: frequent stomach aches"). On (B)(6)2018, the patient experienced arthralgia ("joint pain"). On (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions") and pelvic discomfort ("pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - da vinci robotic removal of uterus, cervix , cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, fatigue, weight increased, tooth disorder, gastrointestinal disorder, abdominal pain upper, arthralgia and pelvic discomfort outcome was unknown and the menorrhagia, vaginal haemorrhage and adenomyosis had resolved. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, arthralgia, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, menorrhagia, pelvic discomfort, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), perforation: uterus, fatigue ,gi conditions, dental probs., weight gain were added. The essure device was deployed in the right tube with 1-2 coils trailing and then left tube with 3-4 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Pathology test - on (B)(6) 2018: identified in bilateral uterine cornua and the medial aspect of bilateral fallopian tubes are two metal coils that are grossly consistent with essure implant. The implants are deeply embedded in the soft tissue which is otherwise unremarkable. The right fallopian tube (blue ink) measures 7 cm in length x 0.8 cm in diameter and has a pinpoint lumen. The left fallopian tube (no ink) measures 6 cm in length x 0.8 cm in diameter and has a pinpoint lumen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia.fatigue, teeth issue,heavy vaginal bleeding,adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : implants are deeply embedded in the soft tissue lot number:915887, manufacture date: 2011/10, expiration date: 2014/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical problem . Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and embedded device ('implants are deeply embedded in the soft tissue') in a (B)(6) female patient who had essure (batch no. 915887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation. Concurrent conditions included joint pain, uterine bleeding, nabothian cyst and bloating. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain female/soreness") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 1 year 2 months after insertion of essure. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems / multiple teeth issues (deteriorating)"). On (B)(6) 2013, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition type: frequent stomach aches"). On (B)(6) 2018, the patient experienced arthralgia ("joint pain"). On (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions") and pelvic discomfort ("pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - da vinci robotic removal of uterus, cervix , cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, fatigue, weight increased, tooth disorder, gastrointestinal disorder, abdominal pain upper, arthralgia and pelvic discomfort outcome was unknown and the menorrhagia, vaginal haemorrhage and adenomyosis had resolved. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, arthralgia, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, menorrhagia, pelvic discomfort, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), perforation: uterus, fatigue ,gi conditions, dental probs., weight gain were added. The essure device was deployed in the right tube with 1-2 coils trailing and then left tube with 3-4 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Pathology test - on (B)(6) 2018: identified in bilateral uterine cornua and the medial aspect of bilateral fallopian tubes are two metal coils that are grossly consistent with essure implant. The implants are deeply embedded in the soft tissue which is otherwise unremarkable. The right fallopian tube (blue ink) measures 7 cm in length x 0.8 cm in diameter and has a pinpoint lumen. The left fallopian tube (no ink) measures 6 cm in length x 0.8 cm in diameter and has a pinpoint lumen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia. Fatigue, teeth issue,heavy vaginal bleeding,adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : implants are deeply embedded in the soft tissue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping).new events: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), perforation: uterus, fatigue ,gi conditions, dental probs., weight gain were added. Fu 2 and 3 processed together. On 20-sep-2019: pfs and mr received. Reporters information updated. Event:abnormal bleeding (vaginal),gastrointestinal or digestive system condition type: frequent stomach aches, adenomyosis ,implants are deeply embedded in the soft tissue were added. Medical history, lab data and concomitant drug , were added. Fu 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.